Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient had syncope. The physician discovered a pause during interrogation of the implantable pulse generator (ipg) for a couple of seconds. The device remains in use. No further patient complications have been reported as a result of this event.